Event description:
It was reported that the catheter was being placed in the pt's internal jugular. When it came time to pull the spring wire guide (swg) out of the pt through the triple lumen central venous catheter, the swg was difficult to remove. The physician stated, he tugged on the swg to remove it and felt a "snap or pop" and noticed that the outer part of the swg had separated from the core wire. As a result, both the catheter and swg were removed together without incident and a new kit was opened and used successfully. There was no delay in treatment and no complications. It was noted, the pt expired from unrelated causes. Add'l info received from the physician on 9/24/2010 stated, the pt died from complications associated with sepsis secondary to pneumonia.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.